Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. A review of the lot for similar reports was carried out, none have been reported. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A terumo bct service technician inspected the machine at the customer site. He verified the pump and centrifuge speed, occlusion of the pump rotors, valve operation, and occlusion and pressure sensor accuracy. An auto test and saline run was successfully performed. Equipment operated within manufacturer specs with no problems found. Root cause: the analysis of the run data file did not find any conclusive cause for the higher than expected plasma product volume reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it is possible that the volume discrepancy was caused by a one-time weighing, calculation, or other process error.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that they had a higher than expected plasma product volume collected. The collected volume was >15% of the donor's total blood volume (tbv). The total estimated volume taken from the donor is 1081ml. 15% of the donor's tbv is 914ml. No medical intervention was necessary for this event. The patient is reported in healthy condition. Patient's full identifier: (B)(6). The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.